Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) reached a battery status of eri after only 2 years. The ICD was was removed and replaced.